Event description:
It was reported that a lead revision was performed on this right ventricular lead shortly after implant due to unknown reasons. This lead remains in service. No additional adverse patient effects were reported.